Event description:
It is reported that a portion of rim fractured off.

Manufacturer narrative:
(B)(4). Eval summary - markings on he underside of the lip indicate axial loading of the provisional liner while the liner was mal positioned an indicate misuse. The markings indicate that the lip was resting on top of the anti-rotation post on the face of the shell while either being tightened down using the provisional locking screw, or impacted. However, given the lack of info available about the actual failure of the device, it is not possible to exclude that the failure occurred during transportation, cleaning, or sterilization. Device history records indicate all components were mfg and inspected to spec. The provisional was found to meet print specs where could be measured and has a potential field age of approx 5 years and ten months.